Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a zero tip basket was placed to capture multiple kidney stones. An attempt to remove the basket from the patient was made but was unsuccessful, as ¿the stone burden was too much¿ and the basket could not be removed. Another basket was inserted to off load some of the stones captured, but was unsuccessful. A laser was then used to cut the basket wire to release the stones from the basket. The basket was successfully removed with no harm to the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
User medwatch: mw5066278. A visual analysis of the returned device revealed that the distal end of the pull wire was separated from the join cannula section. The distal end of the sheath was stretched approximately 5cm and 13 cm. The sheath was also found buckled at the proximal end (near the handle). The basket was in an open position when received and the basket wires were present. The basket wires were discolored consistent with those that were contacted by laser. A functional evaluation was performed. The handled operation was smooth, however, the basket did not go out of the sheath. The device was disassembled and found that the distal end of the pull wire was detached from the join cannula section and the cannula was properly crimp. The complaint was not confirmed since the condition of the returned device could not be functionally evaluated with respect to the procedural factors encountered during the procedure (basket unable to release stone). However, the evaluation revealed the basket did not go out of the sheath. The distal end of the pull wire (including the basket) was detached from the join cannula. Moreover, the distal end of the sheath was stretched and the proximal end (near the handle) was buckled. It is the most likely that during the procedure, the device could have been manipulated, since the failures found (sheath buckled and stretched), are issues that could have been generated by excessive manipulation of the device by the user, the interaction with the scope or the interacting with other device. Therefore the most probable root cause of these failures is operational context. In addition, under examination the basket wires were discolored and consistent with those that were contacted by laser. Based on the evaluation, the most probable root cause for this case is anticipated procedural complication since the complaint is due to known physiological effects of the procedure. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a zero tip basket was placed to capture multiple kidney stones. An attempt to remove the basket from the patient was made but was unsuccessful, as ¿the stone burden was too much¿ and the basket could not be removed. Another basket was inserted to off load some of the stones captured, but was unsuccessful. A laser was then used to cut the basket wire to release the stones from the basket. The basket was successfully removed with no harm to the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.